Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. The patient was hospitalized for hyperglycemia. At 2:00 a.m. The patient collapsed at home. The blood glucose result was 26.0 mmol/l and the patient's mother contacted the paramedics. The patient was taken to the hospital at 3:00 a.m. And the blood glucose result was still 26.0 mmol/l on an unknown meter. The patient was treated with insulin via injections and he was given two types of infusion drips with sodium chloride and potassium. The patient was hospitalized until 4:00 p.m. On (B)(6) 2016. The insulin cartridge lot number was not provided. Return of the suspect device was requested for evaluation.